Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient¿s right ventricular lead exhibited an episode of noise. The patient was brought into clinic on (B)(6) 2019 and there was no noise reproducible and the chest x-ray did not exhibit ant lead issues. On (B)(6) 2019 another episode was seen which was attributed to possible electromagnetic interference. On (B)(6) 2019 the lead was capped and replaced due to a suspected insulation anomaly. The patient was stable.